Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's pulse generator system exhibited stored episodes of atrial lead noise all occurring on (B)(6) 2019. At the time of the episode, the lead was pacing less than 1% due to noise oversensing. The patient stated that he was using a backpack blower during the time of occurrence. No patient symptoms were reported and the patient was in stable condition. The lead was to be monitored and no intervention was performed.